Event description:
It was reported that the patient presented in clinic experiencing phrenic stimulation. The right ventricular lead was reprogrammed. Upon review, decreased sensing was noted. A chest x-ray was performed and dislodgement was not observed. During a right ventricular lead repositioning procedure, the helix would not extend. Visible tissue was noted in the helix. The lead was explanted and replaced. The patient was stable throughout.

Event description:
New information received noted the patient felt diaphragmatic stimulation from their right ventricular lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.